Event description:
It was reported that the fiber cap detached. Additional information not reported. The procedure was completed using a second fiber. "No patient injury" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal end of the glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at the output window location; the metal cap exhibits severe charred detritus buildup; the outer flow tube exhibits contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.